Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the patient line. Customer¿s blood glucose level was 122 mg/dl. Reportedly, customer primed the tubing, however air bubbles were still observed. The customer declined follow-up with tandem technical support to ensure a new cartridge was successfully loaded, therefore no additional information could be obtained.